Event description:
It was reported when using the pyxis medstation es system had a main drawer 3 failure. The customer reported there was a delay to the patient's workflow, and there were no adverse events or injuries reported based on this incident there were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by drawer cables. A field service engineer reseated drawer cables. The system functioned as intended after the field service engineer troubleshooted the device.